Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented for a follow-up in clinic. The right ventricular lead exhibited loss of pacing and high capture threshold. X-ray revealed lead perforation. The lead was explanted and replaced. There were no adverse consequences; patient was stable.